Event description:
Nurse informed respiratory therapist (rt) that the ventilator delivered to the hospital for patient to take home for home use produced the "in-op" alarm and shut off while attached to the patient. Patient was immediately ventilated via resuscitator bag by the attending respiratory therapist and subsequently placed on the hospital ventilator, which was in the room on "stand-by". No harm or injury was inflicted on the patient.rt went to the hospital and exchanged the ventilator. The circuit was attached to the replacement ventilator and placed on the patient. No further issue or incident.